Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a rayone iol (model unspecified). The event description provided states the post-operatively the patient's visual outcome is not in line with the predicted refractive outcome.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The preliminary information received states that the patient has had a corneal graft. This may well be a contributory factor to the unexpected refractive outcome in this case; however, there is insufficient information/evidence at this time to make any assessment of root cause. The rayner hydrophilic acrylic intraocular lens use fmea identifies the following as possible causes of "sub-optimal and/or poor visual outcome"; incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g. Previous lasik procedure), functional style of lens, decentration or tilt, incorrect selection of +dioptre power, lens inserted back to front, patient unable to adapt to functional style of lens, patient with small pupil diameter, incorrect selection of near/far dominant by surgeon. Rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"), "corneal decompensation" and "endothelial insufficiency". Additionally "deviation from target refraction" is listed in the "adverse events" section of the rayone IFU. Rayner is following up with the healthcare facility to obtain all necessary information to facilitate further investigation of the patient refractive outcome.